Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a fully broken grip cable at the proximal clevis hole.

Event description:
It was reported that during a da vinci-assisted retropubic radical prostatectomy procedure, while using the fenestrated bipolar forceps instrument, a cable broke and a wire fragment fell inside the patient. The fragment was retrieved through an assist port with a laparoscopic grasper during the same procedure. The procedure was completed robotically with a backup instrument. The patient has not returned to the hospital due to experiencing any post surgical complications.